Event description:
It was reported that the patient quit using their device several years ago since having a loss of therapeutic effect shortly after implant. Reprogramming the device did not help. The patient wanted to try using the device again recently, but got a poor communication screen on the patient programmer. The patient stated that in the last year, they had fallen a couple times. Additional information was requested.

Manufacturer narrative:
(B)(4).